Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition.